Manufacturer narrative:
Tracking number: (B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Event description:
According to the reporter, prior to an operation, one screw located at the lower part of the handle (which fixes the handle) was noted to be loose and sticking out. The device was not used. Not available UDI number is not available. The event occurred prior to the procedure. The patient gender is not available. The patient age is not available. The patient weight is not available. The device was not reprocessed/re-sterilized prior to use.